Event description:
Clinic notes dated (B)(6) 2012 indicated that the patient's medical history includes cancer. However, the relationship to vns is not indicated in the notes. Attempts for additional information have been unsuccessful to date. It is unknown what interventions may have been taken.